Event description:
Caller states that the device produced a result of 361mg/dl with no blood applied to the test strip. No action was taken based on this result. No adverse event reported. Requested return of suspect device and replacement was sent.